Event description:
A physician attempted an arteriotomy closure with a starclose se after an unknown procedure. The vessel locator button was difficult to push in and reasonable force was required to split the sheath. There was no patient injury reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. We have identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as a "product problem (malfunction)".